Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged case, check therapy electrode messages) has been confirmed. Upon investigation the monitor failed a therapy electrode recognition test. The monitor's electrode belt receptacle was broken free from the monitor enclosure, damaging the pulse wire within the receptacle. The root cause for the damaged receptacle was excessive force. No adverse events occurred from the damaged monitor. Device evaluation of electrode belt sn (B)(4) has been completed at the distributor. The reported problem (check therapy electrode messages) has been confirmed. Upon investigation the electrode belt intermittently failed testing. The cause for the failure was isolated to an open pulse wire in the trunk cable and in the cable connecting ECG a, b and front te. There was no damage found to the electrode belt connector. The root cause for the open wire was excessive force. No adverse events occurred from the defective belt. Manufacture dates: monitor sn (B)(4) - 8/17/2015, electrode belt sn (B)(4) - 5/18/2010.

Event description:
A us distributor reported that a patient was experiencing check therapy electrode messages and that the monitor case was damaged.